Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "stem inserter wont attach to rejuenvate femoral stem."